Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: there are fractured pieces from the bottom of the trial. There are also gouges and scratches in various areas. -medical records received and evaluation: not performed as medical records were not provided. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the reported event occurred as a result of multiple overload conditions during trialing. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened and re-evaluated.

Event description:
Broke a 3x11 ps poly trial during a total knee. We opened another tray and everything was fine.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Broke a 3x11 ps poly trial during a total knee. We opened another tray and everything was fine.